Manufacturer narrative:
Implant loss is not considered by the MFR to be an adverse event, since it is not caused by malfunction, or have caused serious injury or death. Implant loss is known to occur, based on known facts for titanium implants intended for osseointegration. Trauma to the abutment that might cause implant loss is considered in the risk management and included in the pt info.

Event description:
Physician reported to oticon med rep on (B)(6) 2011 that pt had loose abutment on (B)(6) 2011. Abutment and implant came out - unsure if implant is available to be returned for eval. Pt's parents have declined re-implant surgery. Original surgery was (B)(6) 2011.